Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02035, 1627487-2020-02036, 1627487-2020-02038. It was reported, that the patient had their drg system explanted due to the patient wanting an MRI. During the explant, the contacts and small parts of the lead remained in the patient, while most of the leads were cut and discarded. No further surgical intervention is planned at this time.